Manufacturer narrative:
(B)(4). In the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer experienced an increase in architect havab-m gray zone patient results when reagent lot 93794hn00 was in use. The customer stated 23 gray zone results had been generated since (B)(6) 201 (no data provided by the customer). The customer followed the package insert recommendations for the generation of gray zone results and repeated testing in duplicate after centrifugation; repeat gray zone results were generated. There was no information from the customer whether these gray zone results were confirmed gray zone by another method or laboratory. The customer received a new lot of havab-m reagent and the negative quality control dropped back down from the previous lot. The gray zone results were reported out as gray zone, however, there was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 3m74-01 serial # (B)(4). Evaluation: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6), 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code (B)(6) which has a reduced potency that affects the architect havab-igm performance. (B)(4). Manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.